Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: samples received: 3 open racepacks. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Received three open and unused samples with the needle detached from the thread, and the thread is still wound on the pack. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Needle attachment results before releasing the product were 1.42 kgf in average and 1.14 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Final conclusion: taking into account that the needle is detached from the thread and the thread is still wound on the pack in the three open and unused samples received, it is concluded that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. It was reported that needle is detached from thread inside the new package.